Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, it was noticed catheter was allegedly fractured upon removal. It was further reported that the leakage was identified. Reportedly, patient also experienced discomfort. Port was removed. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, it was noticed catheter was allegedly fractured upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bardport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two compound breaks were noted on the attached catheter. The edges of the first compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on one region and granular in the other. The edges of the second compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, leaks from both compound breaks were observed. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified naturally worn and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), g3, h4, h6(device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, it was noticed catheter was allegedly fractured upon removal. It was further reported that the leakage was identified. Reportedly, patient also experienced discomfort and the port was removed. There was no reported patient injury.